Manufacturer narrative:
The hydrus microstent remains in-situ and is not available for evaluation. Device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Anterior chamber inflammation, pain, elevated iop, and peripheral anterior synechiae are listed in the device labeling as potential adverse events. This report is for the patient's left eye, refer to MDR# 3016075957-2022-00103 for the right eye. The manufacturer internal reference number is: (B)(4).

Event description:
A patient underwent cataract surgery with hydrus microstent implantation on (B)(6) 2022 in the left eye. The patient was followed by another healthcare provider for elevated iop and inflammation, for which the patient was treated with steroids. On (B)(6) 2022, the patient was examined for complaints of a ¿dull ache¿ in the left eye. Iop was 25 mmhg with mild inflammation and peripheral anterior synechiae completely covering the microstent. The surgeon consulted with expert medical opinion md (eomd) who reported the event was likely linked to the patient being highly pigmented and predisposed to inflammation. The surgeon referred the patient out to a glaucoma specialist for further evaluation. The surgeon believes the patient will require an additional procedure, likely a tube shunt or possible explant. Additional information has been requested and a supplemental report will be filed if new information is received.